Manufacturer narrative:
The technician found the locking mechanism on two brake casters and one steer caster was worn. He replaced the casters to repair the bed.

Event description:
Info rec'd indicates the casters continue to swivel when in brake.